Manufacturer narrative:
Internal report # (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen) or user had an inaccurate reference. Note: test strip-UDI#:(B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 239 and 209 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores the product iin the kitchen cabinet. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date at time of call is two weeks ago. The meter memory was reviewed for previous test result history: the 239mg/dl (B)(6) 2016 12:12 pm fasting: yes, the 239mg/dl (B)(6) 2016 09:12 am fasting: yes, the 209mg/dl (B)(6) 2016 09:18 am fasting: yes, na, na. Memory concerns: 239mg/dl, 209mg/dl. Customer is storing strips in the kitchen cabinet. Customer educated of the product proper storage environmental conditions.